Event description:
It was reported that the patient needed to know who does surgery on the pumps in her area for ¿when I need to have my catheter replaced,¿ as her previous doctor had moved. It was not reported when or why the catheter was going to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 8703w, lot# l53961, implanted: (B)(6) 1998, product type: catheter. (B)(4).